Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and there was no physical damage. There was no problem detected. Instrument passed electrical continuity test in both grips. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation. The instrument was fully functional. No product issue was found. The complaint regarding a broken wire was not confirmed by failure analysis. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for [isifa2024-09-c or other applicable field actions], as previously listed in section h9.

Manufacturer narrative:
Correction on failure analysis text. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found there was no physical damage. There was no problem detected. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation. The instrument was fully functional. No product issue was found. The complaint regarding a broken wire was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.